Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts or drive stalls indicating that there was no struggle to deliver insulin. The data showed a 0x1c alarm after the device reached the 80-hour limit of operation, upon which operation was automatically terminated. The investigation found no evidence or irregularities that would indicate a bent/kinked cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 390 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent, while wearing it on the abdomen. For treatment, the patient changed out the pod for a new pod, gave a correction bolus of 10 units of insulin and a manual injection of 8 units of insulin.